Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: confirm the product code and lot number: product code- nw3336; #lot- v1027, v1019 - could you please confirm if the vendor is authorized by jnj?- the product was procured during market survey, hence no information about vendor. - could you please provide photos of the product? - physical sample of the products already submitted. - could you please provide the attachments for the products traceability information from edc and rdc? - n/a. - how was the product purchased??- during market survey. - is there an indication of how the product was distributed? - no. - is there any indication of the source? - no. - based on the packaging, is there any indication of which market the original genuine product may have come from? - no. - was the device used on a patient? If so, was there any patient consequence?- no. - please provide the source or name of person providing answers to follow-up questions- (B)(6). H3 investigational summary: the product was subsequently returned to eth for evaluation. Upon visual inspection, one unopened sample corresponding to product code nw3336 with lot v1019 was made available for analysis. Further investigation by the ethicon raritan team identified discrepancies during label comparison between the legitimate j&j product and the alleged counterfeit sample. Specifically, the artwork on nw3336 revealed misalignment in the "exp." And "reverse cutting" text. On the suspected counterfeit label, "reverse cutting" is positioned higher than its placement on the authorized j&j label, diverging from the consistent alignment found in genuine products. Based on the findings of the investigation, the product was confirmed to be counterfeit. Additional complaint monitoring for potential safety signals will be conducted through ongoing complaint trending as part of post-market surveillance to ensure comprehensive oversight and patient safety. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a suspected counterfeit sample was procured during routine market survey. It was reported from the analysis of the returned product that confirmed counterfeit product was observed. There was no patient involvement. Additional information was requested.